Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the transmitter was not blinking while charging. It was reported that the sensor was found to be missing cannula. The customer's blood glucose level was reported to be 144mg/dl. No further information provided.